Event description:
It was reported that during central processing, the small grasping retractor instrument had wires sticking out. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and failure analysis found the primary finding of broken-distal instrument pitch cables to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Additional observation not reported by site was also identified: the small grasping retractor instrument was found to have a dislodged flush tube guide at the proximal end in the housing. The dislodged flush tube guide caused an audible noise in the housing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.